Manufacturer narrative:
The main component of the system and other applicable component is: product ID: 3877, product type: lead.

Event description:
Information was received from an unknown foreign healthcare professional that reported there was a technical issue and lead infection. The event occurred after the trial procedure. Event management included lead explant. The event resulted in hospitalization.

Manufacturer narrative:
The implant date of the other applicable component (the lead) has been updated to (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.